Manufacturer narrative:
Section a4, a5: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1 telephone : (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens ( iol) on the patient's right eye, the surgeon noticed a posterior capsular tear. The iol was removed/cut out from the eye. No vitreous prolapse occurred. A 3 piece competitor iol was placed in sulcus. There was no vitrectomy performed and no sutures necessary. Medication was prescribed. There was no patient harm. Through follow up we learned that it is unknown that if the incision enlargement took place, however, it was confirmed that no other surgical interventions were performed. There was no harm caused to the patient and prognosis of recovery was good. No further information was provided.